Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to recurrent prosthesis dislocation. Products not revised: cotyle, ppr6-7254, lot: s03100115x1. Anca fit(tm) noyau, ppr6-7510, lot: unknown.